Event description:
It was reported that the pump experienced a malfunction, specifically displaying malf 12, but there were no notable events leading up to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, sending one with updated software and instructing the customer on storage mode and return procedures. Customer will continue to use current pump.